Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag had become disconnected from the supply line, which is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a supply bag disconnected from a supply line that led to this alarm. The technical service representative assisted with clearing the alarm. It was not reported if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.